Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 04.211.212s; lot: 7692419; date of manufacture: june 13, 2014; place of manufacture: elmira; part expiration date: june 01, 2024; nonconformance noted: n/a a review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of 2.4/2.7 ti va-locking opening wedge plate/ 4mm spacer sterile product was processed through the normal manufacturing and inspection operations with no nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformities noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hwc complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a mann hallux valgus repair surgery with the variable angle (va) - locking opening wedge plate on (B)(6) 2019. During the plate bending, the plate broke in the screw hole site without bowing and the application of strong force. The patient had a small build and the surgeon wanted a smaller plate that suited. It is unknown if there was a surgical delay. Patient was stable after the surgery. Concomitant device: unknown plate bender (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 2.4/2.7mm ti va-locking opening wedge plate. This is report 1 of 1 for complaint (B)(4).